Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd), with its expected longevity decreasing from 4 years in january 2025 to 2.5 years by september 2025. Technical services conducted a thorough review of the data and determined that the device is depleting as expected, with no concerns regarding pbd. Additionally, ts noted that a temporary decline in battery longevity following a programmer interrogation is typical, as this process tends to increase average power consumption. This device remains in service and no adverse patient effects were reported.subsequently, additional information was received indicating that the ts advised replacing the device within 90 days. This device is scheduled to be explanted on (B)(6) 2026. This device currently remains in service and no adverse patient effects were reported.